Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited loss of capture on day post implant. Additionally, high pacing threshold measurements were observed. It was determined the lead had dislodged. An invasive procedure was performed. This lead was explanted and successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found dried body fluid in the lead lumen. Additionally, the conductor coils were deformed at 415 and 421 millimeters (mm). The damage to the conductor coils was consistent with damage caused by the suture tie down. Laboratory testing was unable to reproduce the reported clinical observations.

Event description:
--

Manufacturer narrative:
This lead has not been returned for analysis. Should additional information become available this report will be updated.